Event description:
It was reported that stent under expansion and restenosis occurred. On (B)(6) 2025, the patient was diagnosed with worsening angina. At the time of the event, the patient was on prasugrel which was continued. The 70% in-stent restenosis at the mid lad was initially dilated with a 3.00 mm x 10 mm cutting balloon and treated with a 3.00 x 12 mm lithotripsy balloon. Following further dilation with an nc balloon, a 3.00 mm x 32 mm synergy drug-eluting stent was successfully deployed in the lesion. Post revascularization, residual stenosis was noted as 0% and timi flow was 3. The event was considered to be resolved/recovered. On (B)(6) 2025, the patient started experiencing symptoms associated with chest pain which was reported to have started a few weeks previously with dyspnea on exertion. At the time of event, the subject was on prasugrel which was continued. On (B)(6) 2025, the patient was diagnosed with unstable angina and was recommended for revascularization. The 70% in stent restenosis at mid lad was initially assessed with optical coherence tomography (oct) that revealed stent under expansion and chronic stent recoil. The lesion was successfully treated with non-boston scientific balloons. The residual stenosis was noted as 20% and timi flow 3. The event was considered to be resolved/recovered.

Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.